Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side intracapsular rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side intracapsular rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observation: no penetrating nick ( stress marks).